Manufacturer narrative:
(B)(4). The clabsi occurred on an unreported date in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set needle-free IV connector may have contributed to a central line associated blood stream infection (clabsi). Treatment and patient outcome were not reported. The customer reported that ¿the nurses were not tightening the caps¿ and stated that this may have led to the clabsi, however, this was not confirmed. There was no report of damage, leak or of a connection issue regarding the set. Additional information was requested but is not available.